Event description:
Guardian reports one of the pumps (serial number: unknown; maintenance due: unknown] "stopped" working. Pt was scheduled for a cartridge change this am and she noticed half of the med about 1 ml is still there. Guardian unsure when it stopped so end date unknown and pending restart orders. Md is aware. No changes in breathing per guardian or any other adverse event reported due to product issue. Product fault occurred while in use by pt. Product issue did not cause or contribute to pt or clinical injury. Device associated with event available for return. Pharmacy replacing device. Pt had a backup device to switch to. Was the pt able to successfully continue their infusion? No, pending restart orders from md. What was the pt{guardian] instructed to do in able to continue their infusion? Pending restart orders from md. Infusion is life sustaining. Outcome: ongoing. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occured is unknown. This is a continous infusion. Set flow rate and volume delivered are unknown. No further information or dates known. Reported to (B)(6) by pt/caregiver.